Event description:
It was reported that the patient had reproducible noise noted on the right ventricular (rv) lead which was evident on the ventricular high rate episodes. The noise was reproducible with isometrics. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.